Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had switches on and off immediately without message with a continuous beep. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor contact of the printed circuit board, the supply pressure sensor does not work correctly. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: poor contact of the printed circuit board, which caused the supply pressure sensor to malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.